Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post perm implant patient developed cellulitis near the ipg site. As a result, patient was hospitalized and was treated with antibiotics. Additional information received that cellulitis has resolved and therapy was reestablished.